Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and oversensing. As well, there was fracture, high pacing impedance, and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.